Manufacturer narrative:
(H3) the revision reported was likely the result of fracture of the patient¿s patella bone. The cause of the bone fracture cannot be determined from the information provided. There were no allegations against the patella component or any of the exactech devices. The patella component was not returned for evaluation and no radiographs were provided. The most probable root cause associated with the reported event of ¿bone fracture¿ is associated with a partial or full-thickness crack/fracture of the patient's bone, either during or after surgery, not caused by a post traumatic event (fall, car accident, etc).

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately thirteen months post initial right tka, the 77 y/o female patient experienced pain after tkr. The native patella was found fractured. Patient was revised to exactech device, a 26mm patella was implanted. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images received. Sales rep was unable to obtain x-rays. The device is not available for evaluation due to hospital disposed the implants.

Manufacturer narrative:
"This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of fracture of the patient¿s patella bone. The cause of the bone fracture cannot be determined from the information provided. There were no allegations against the patella component or any of the exactech devices. The patella component was not returned for evaluation and no radiographs were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.